Event description:
It was reported the pt received a low battery flag. The pt was instructed to clear the flag. The sjm representative met with the pt and determined the issue was passivation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.